Event description:
It was reported that the patient was scheduled for a routine battery replacement, but high impedance was seen during pre-op. The surgery did not occur. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received. Based on the recent battery replacement, the lead was found to be functioning as expected. During the procedure, the surgeon noted that the lead pin was fully inserted into the battery and does not know the cause of the high impedance. The battery was replaced due to battery depletion. No other relevant information has been received to date.

Event description:
Additional information received. The explanted device has been discarded and will not be returned. No other relevant information has been received to date.